Event description:
A malfunction alarm was reported by the customer, identified by the code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer continued to use the pump for insulin therapy.